Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication the strained cable or the open r781 resistor caused or contributed to the patient's passing as the system was able to detect nsvt on the date of event. The patient was not seen in an arrhythmia at the time of the electrode belt disconnection. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt and monitor were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 01:01:34 on (B)(6) 2024. At 01:37:43, an arrhythmia was detected. ECG shows nsvt. At 01:38:53 the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm. The electrode belt was disconnection at 07:08:44 on (B)(6) 2024.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 01:01:34 on (B)(6) 2024. At 01:37:43, an arrhythmia was detected. ECG shows nsvt. At 01:38:53 the patient received the inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus tachycardia @ 110 bpm. The electrode belt was disconnection at 07:08:44 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.